Manufacturer narrative:
Additional information: d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staples did not form as expected and a component disengaged from the device into the surgical cavity. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the ninth firing during a distal pancreatectomy, the tail of the pancreas was resected. Crushing was performed for 10 minutes. It changed to slow mode and 1 cm was fired for 10 minutes. The thickness of the tissue was less than 10 mm and purple reload was selected. The doctor felt it was a little difficult to release it after firing. The doctor felt it was strange, that the reinforced material of the reload was fired on the pancreas. The stapler's pusher was found to be raised to the end, and the suture at the tip of the tissue reinforcement material was also found to be broken. When the doctor released it gently using forceps, the stump was found to be jagged. It was in the condition that there was no reinforced cartridge or staples on both stumps of the pancreas. There was tissue damage as a result. The resection line in the pancreas was in the condition that it was only resected, and staples were not placed. The procedure was completed with manual suturing. The surgical time was extended by less than 30 minutes and less than 200 cc of bleeding occurred as a result of the staples which were not deployed.